Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the cable connecting the distribution node dn was pulled from strain relief. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.